Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Occupation: registered technician (rt). The actual device was not available; therefore, the actual device will not be returned for evaluation. The sample was not available for assessment. The user provided a video in which drops of blood were leaking out of the ccv valve when another device was inserted through it. The complaint can be confirmed for valve leakage based on the video the user provided. The exact root cause could not be determined. Historically, valve leakages have been caused by off-center insertion of the dilator. Review of the devise history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that a leak occurred around the valve where equipment is introduced of the glidesheath slender. Routine diagnostic cases with just j wire and diagnostic catheters were used. They used an 80-1060 sheath, and the problem did not occur. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6) 2023: the patient was in stable condition. The procedure continued with the leakage. It was a diagnostic case.